Event description:
It was reported that the sieve beds for an irc5po2v concentrator are saturated. MDR filed. Per independent repair center statement, low o2 or yellow light. The key failure was sieve beds was saturated. Additional malfunctions were 4- way valve not shifting and power switch was defective.